Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was connected to the site while completing the fill tubing step. The customer inadvertently reconnected to the site, pressed fill tubing instead of fill cannula, and stopped at 21.4 units. The customer's blood glucose was 133 mg/dl at the time of the event. The customer stated would eat if bg level decreased and monitor bg level. The customer declined tandem technical support follow up.